Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was not returned for inspection. However, the event was confirmed via pictures taken of the blocked devices. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Manufacturing and inspection records indicated no problems with the lots in question. We are not aware of any other complaint, where a blade was stuck, for both article and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Based on the enclosed pictures of the blocked devices we suppose that the sleeve of the blade was not correctly oriented during the insertion. Such a miss-orientation can lead to a jamming of the blade in the protection sleeve. In this relation we would like to point out the technique guide where on page 32 the alignment of the blade is described.

Event description:
It was reported that during a pfna, proximal femur nail antirotation, the blade got stuck in the protection sleeve during insertion. The blade was fixed to the screwdriver. At the or they were not able to remove the blade from the protection sleeve and thus chose to use another implant. No further information was provided. This is report 1 of 1 for complaint (B)(4).